Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the forth inflation for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.